Event description:
Medtronic received a report that the pipeline failed to flush. The operating session was delayed by about an hour. The product was replaced with another pipeline vantage without any other problems. The pipeline was not used off label. The pipeline was prepared as indicated in the IFU. The patient did not experience symptoms or complications associated with the event. The patient was undergoing surgery for treatment of an unruptured aneurysm in the pericallosa. It was noted the patient's vessel tor tuosity was severe. The angiographic result post procedure showed flow diversion was carried out and there was successful embolization with the help of coils. A dapt (dual antiplatelet treatment) was administered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: a pipeline vantage system was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch; within an opened pipeline vantage system outer carton; within an opened pipeline vantage system inner pouch and within a plastic bag. Visual inspection/damage location details: the pushwire assembly was not returned. Due to the condition in which the braid was returned, the proximal and distal braid ends were unable to be determined. Braid end 1 was found to be opened and frayed. Braid end 2 was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was unable to be confirmed as both braid ends were found to be opened. Possible causes for failure to open are patient vessel tortuosity or re-sheathing the device more than the recommended two times. The customer reported patient vessel tortuosity as severe. It is likely the cause of ¿failure/incomplete open¿ is due to patient vessel tortuosity. However, the root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.